Event description:
It was reported that low shock impedance and ineffective shock delivery were observed. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ICD and the lead were not returned for analysis. The analysis is therefore based on the inspection of the returned data as well as the quality documents associated with the manufacture of these particular devices. The manufacturing processes for the ICD and the lead were reviewed. All production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing processes. The final acceptance tests proved the devices functions to be as specified. The returned data was inspected. The follow-up from august 10th, 2025 documents the ICD battery status mos1 with a battery voltage of 3.11 v. A number of 44 charging cycles was documented. Among these, 30 charging cycles were aborted due to shock impedance detection < 20 ohms. Evaluation of the available iegms revealed the presence of noise in the rv channel of several episodes. Based on the above observations, a defective rv lead is suspected. The data does not show any indication for an ICD malfunction. A ram dump of the ICD was not available for analysis. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed a regular manufacturing of the ICD and the lead. The analysis of the returned follow-up data indicates a damage of the rv lead. There is no indication of an ICD malfunction. Should any of the devices become available for analysis, this report will be updated.